Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10300. The patient ((B)(6)) received an scs system which included the scs ipg and a quattrode lead. It was reported, the patient was unable to recharge the ipg. In addition, when the amplitude was increased, the patient experienced discomfort which he described as pressure or uncomfortable stimulation. Follow up information revealed the quattrode lead had migrated. The ipg was removed and replaced and the position of the quattrode lead was adjusted. Comfortable stimulation was achieved post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: results: the complaint was confirmed for overstimulation. As received, visual inspection of the ipg silicone header revealed cored septa and severe discoloration. The cored septa caused the fluid intrusion in the header. The ipg was functionally tested on the auto-tester and passed all testing except the ucod tests. The ucod tests failed due no output on channels 8, 15 and 16. The no outputs condition observed was caused by the fluid intrusion into the header via the cored septa. Since the patient parameters revealed that channel 15 was used, the overstimulation condition was caused by the fluid intrusion. The complaint could not be confirmed for the charger can't locate the ipg. As received, the ipg successfully communicated with test standard patient programmer and charging system. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.